Event description:
On 03/12/1999, the facility's or nurse informed the manufacturer's (MFR) sales representative of the following: according to the general surgeon, the device locking mechanism did not work. No further details were provided.